Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and abdominal pain. The cause was not reported. The patient was hospitalized for the events. The patient was treated with inj. Vancomycin injection (1gm/every 5th day/intraperitoneally/ongoing) and inj. Ceftazidime (1gm/once daily/intraperitoneally) for suspected peritonitis. At the time of this report, the patient had recovered from all the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.